Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused glassia during delivery. The pump was programmed at 200ml/hr for 357 ml. The reporter stated "8 bottles of 50cc" are used to complete this infusion, "usually infuse 7 whole bottles and very little out of the 8th". "This pump said infusion complete and it was still on the 7th bottle". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.